Event description:
It was reported that during a lap splenectomy procedure, the surgeon could not open the device after firing it. Another device was used to complete the procedure. No patient consequences were reported.